Event description:
It was reported that the customer had issues with the pump delivering the basal and sometimes on the bolus. Customer stated that he has changed the infusion sets and the issue has not been resolved. Customer was advised that 9 times out of 10, the issue is the infusion set. Customer has been using the same infusion sets for the last 6-7 years. Customer's blood glucose level was around 150 mg/dl at the time of the no delivery alarm. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.